Event description:
It was reported the pt has requested that her scs system be removed due to not receiving effective stimulation in addition to experiencing hip pain. Follow-up identified the pt has been scheduled for explant of her scs system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.